Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse realigned server 3 probes, performed bottom of cuvette check (bocc), verified service method tests (smts) were in specification. The cse also installed reagent (r5) mixer, sample (s2) probe and performed auto alignment. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated carbon dioxide result was obtained on a dimension vista 1500. The initial result was not reported to the physician. The sample was repeated on an alternate dimension vista 1500. The repeated result was reported, as the corrected result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide result.